Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a dilatation procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a stenosis due to cancer of the pancreas' head. The lesion was located in the third portion of the duodenum. The patient anatomy was noted to be tortuous. During the procedure, the stent failed to deploy at all inside of the patient. The stent system was removed and a kink was noted on the catheter. Outside of the patient, the kink was corrected and the stent was able to be deployed. The procedure was completed with another wallflex enteral duodenal stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay. Based on the device analysis, which indicates that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath, this is now considered a reportable event.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4) catheter delamination. A visual examination of the returned device found that the stent was fully mounted onto the device. A kink was noted at the distal end of the mounted stent. During a functional analysis, an attempt was made to retract the distal handle and deploy the stent; however, a resistance was met. The shaft was dissected at the proximal end of the clear outer sheath and the distal end of the inner lumen and stent were withdrawn from the outer sheath. No issues were noted with the profile of the inner lumen or deployed stent that would have contributed to the complaint reported. No issues were noted in movement of the outer sheath of the proximal end of the shaft after it had been dissected. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.